Event description:
Per the article received from romania "cracking a bioprosthesis in pulmonary position with subsequent percutaneous pulmonary valve implantation (ppvi) is safe-but size matters: a word of caution" the following event was identified as related to ew devices: a 51-year-old patient with a 21mm edwards perimount implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of at least fourteen (14) years and eleven (11) months due to degeneration, which led into severe stenosis (peak/mean gradient 97/48mmhg) and regurgitation. The patient presented with exertional dyspnea, corresponding to nyha class iii before the reintervention. A 22mm transcatheter valve was implanted within the edwards surgical valve. A reintervention for pericardial tamponade had to be performed days after the procedure, however the patient finally was discharged in good condition.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The implant date is only known as "november 2010". Therefore, 30 nov 2010 is being used to calculate the minimum implant duration. The valve-in-valve date is only known as "november 2025". Therefore, 1 nov 2025 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: hadadi l, crauciuc a, opris dr, stroe v, eicken a. Cracking a bioprosthesis in pulmonary position with subsequent percutaneous pulmonary valve implantation (ppvi) is safe-but size matters: a word of caution. Catheter cardiovasc interv. 2026;1-5. Doi:10.1002/ccd.70690 the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. In this case the valve was reported to have been implanted in the pulmonary position. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Since no edwards defect was identified, corrective or preventative actions are not required.